Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, approximately two minutes into the ablation, there was a fluid loss alarm (rate of loss, approximately 10 cc's). The fluid leaked under the base of the cervix and on to the posterior vaginal wall. At this point, the saline in the uterus was cooled down and a cerclage was performed to tighten the cervix. The ablation was continued and the procedure was completed without further leaking or complications. Post procedure, a burn was noted (size and degree not known) and treated with silvadene cream. The procedure was completed with this device and there were no further patient complications reported. Although attempts were made for additional follow up regarding the burn, there is no further information regarding this event.

Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, approximately two minutes into the ablation, there was a fluid loss alarm (rate of loss, approximately 10 cc's). The fluid leaked under the base of the cervix and on the posterior vaginal wall. At this point, the saline in the uterus was cooled down and a cerclage was performed to tighten the cervix. The ablation was continued and the procedure was completed without further leaking or complications. Post procedure, a burn was noted (size and degree not known)and treated with silvadene cream. The procedure was completed with this device and there were no further patient complications reported. Although attempts were made for additional follow up regarding the burn, there is no further information regarding this event. Additional information received on (B)(4) 2013: patient was examined by dr. (B)(6) on (B)(6) 2009. Medical records state patient received 2nd degree burn during hta procedure on (B)(6) 2009. Patient denies cramping or bleeding. Has pain between vagina and rectum. Exuded skin seen on perineum. Lortab prescribed. Patient was examined on (B)(6) 2011 and reports the she has bad headaches, tension. Her menstrual is normal, however, she states she has painful cramping. Patient reports issues she is having since she had injury at time of ablation - difficulties she has experienced in relations with her husband and problems during the healing process. Patient is currently taking ultram, flector patch, tetracycline hcl, midrin, amitriptyline hcl.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacturer date and expiration date are unknown. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
Medical records received on (B)(6) 2013 provided information regarding patient follow up examinations and patient information.